Event description:
Patient reportedly underwent an achilles tendon repair using an orthadapt bioimplant; the orthadapt bioimplant was explanted approximately 3 months post-implant. The specific repair performed on the achilles tendon, and the reason for explant were not provided to the manufacturer.

Manufacturer narrative:
This event is reported to have been an achilles tendon repair using an orthadapt bioimplant. The specific repair performed on the achilles tendon, and the reason for explant were not provided to the manufacturer. Neither the explant nor the product lot number were provided to the manufacturer. Since case information regarding the reported event was not provided to the manufacturer, the event could not be investigated. The manufacturer of the device at the time was pegasus biologics, inc.